Manufacturer narrative:
Advanced bionics is currently attempting to obtain consent from the recipient. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced poor performance. A review of the recipient's test data indicated impedance issues despite the device testing within normal limits. Programming adjustments had been made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on june 5, 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as cut electrode wires in the fantail region and the antenna gold wires. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires in the fantail region and the antenna coil. This is believed to have occurred during revision surgery. System lock was verified. Impedance values were out of range. This is due to the electrode condition. The device passed some of the electrical tests that were performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.